Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2 and h6 (component code, type of investigation, investigation findings and investigation conclusions). H11: additional manufacturer narrative. The device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. The complaint for implant dislodged from a single leaflet, single leaflet device attachment (slda) post procedure was confirmed with empirical evidence based on information provided. Available information suggests patient conditions likely contributed to the event. As per information received the patient had a coaptation gap greater than 9 mm, this coaptation gap is a pre-existing pathological condition that can increase tension on the implant, making easier for the leaflet to slip out of the implant clasp. This condition may have predisposed the patient to the slda of the first device. Since no edwards defect was identified, corrective or preventative actions are not required.

Manufacturer narrative:
B2: other serious- even though there was no reintervention, there is a potential for reintervention in this case. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. It should be noted; the device was implanted in the tricuspid position. At this time, the pascal precision transcatheter valve repair system is only indicated for the native mitral valve in the us, addressing degenerative mitral regurgitation. But it is approved for both tricuspid and mitral spaces in the region where the procedure was performed. Therefore, deployment in the tricuspid position will not be considered off-label in this case.

Event description:
Per the report received from germany, edwards received notification of a pascal precision ace procedure in tricuspid position. Same day, after the procedure, a single leaflet device attachment (slda) occurred. Patient had a coaptation gap > 9mm. The first device was implanted in anterior-septal (a1/s) position with a 2-8 orientation. A second device was implanted in posterior- septal (p/s) position with a 4-10 orientation. Same day, after the procedure, a slda was noticed with the second device implanted. Initially, the patient presented with massive tr (4+), which was successfully reduced to mild following the procedure. However after the slda, the tricuspid regurgitation was severe. The patient's final outcome was stable condition. Patient will be discussed for a possible treatment for transcatheter valve replacement.